Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a call center and forwarded by our local affiliate (B)(4). This case involves a (B)(6), female, pt, who developed tardive granuloma on her face after poly-l-lactic acid (sculptra) therapy. She received injections on (B)(6) 2008 and (B)(6) 2009. The granulomas were described as hard papules and located on the malar area of her face. No corrective treatment was adopted. Event outcome is unk. No further info is available.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4). Addendum follow-up info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.